Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported the patient had high impedance on the left lead slot 0, that was identified via device interrogation on (B)(6) 2017. It was noted that no actions had been taken as the slot was not used for therapy. Programming was left subthalamic nucleus (stn) "plot 1" negative, 4.2 v, 90 microseconds, 160 hertz, and 823 ohms while for the right subthalamic nucleus (stn) "plot 5" negative, 90 microseconds, 4.2 v, 160 hertz, and 818 ohms. Etiology was noted as related to the device or therapy and not related to the implant procedure. The outcome was considered unresolved with no further actions planned. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There were no falls nor traumas associated with the high impedance and the cause was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the high impedance was observed during system modification due to normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.